Event description:
It was reported that during the implant of a right ventricular leadless pacemaker (rvlp) that there were unfavorable values and the rvlp was unable to be released from the catheter. The physician elected to replace the rvlp and catheter and successfully completed the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to separate was not confirmed. Visual inspection noted outer helix length was within specifications. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.